Event description:
Reporter alleged discrepant blood glucose results of 24 mg/dl back to back with a result of 61 mg/dl, when testing was performed 9 minutes apart on the aviva system. Customer stated feeling low blood glucose symptoms when obtaining the comparison, however, the location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Aviva system: meter and aviva test strip lot 300251 with an exp date of 10-31-07.

Manufacturer narrative:
The suspect product is the aviva test strips.